Event description:
A "black felt plug" was plugging the screw hole in the femur. The plug was removed without issue and the components were implanted. The plug was not returned for investigation.

Manufacturer narrative:
A review of the manufacturing history of the device was done. No discrepancies were found. All indications are that proper steps for cleaning and sterilization were followed. There have been no other similar complaints.